Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478 implantable pacing lead: (B)(6) 2007. 407652 implantable pacing lead: (B)(6) 2012. (B)(4). Device remains in use.

Event description:
It was reported that the patient was in the emergency room following a car accident, and the device was beeping "only three short beeps every three minutes". The device site did not appear to be injured from the accident. The reporter listened with a stethoscope near the device and stated that it did not appear that the beeping sound was coming from the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.